Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Customer reported via phone call that there was moisture on reservoir compartment. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.